Event description:
Reporter indicated a patient had the vns generator and part of the vns lead explanted due to infection. The patient may be reimplanted with the vns at some point in the future. Attempts for further information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated that the patient's infection began at the generator site, and the lead extruded. The patient had picked at the healed incision and caused a staphylococcus infection, which then led to extrusion of the lead. The extrusion was noted on (B)(6) 2012. The lead was clipped at the electrodes, but the patient continues to have some infection at the site. The generator and lead explant surgery was completed on (B)(6) 2012, not (B)(6) 2012, as was previously reported. The plan of care is to remove the remnant electrode portion of the lead on (B)(6) 2012. The reporter stated the patient is believed to be suffering from a chronic inflammatory response in the area of the vns lead, which was caused by picking at the incision site. A CT scan was performed which did not show any abscess formation.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the reporter. Explant date, corrected data: the correct explant date is provided per the reporter.

Event description:
Reporter indicated the patient did have the remainder of the vns lead explanted on (B)(6) 2012, and is continuing to recover well from the surgery.